Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the sensor expiration was determined to be a transmitter stale stop command. The reported event of an unknown transmitter issue is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.